Event description:
The complainant reported that the automated impella controller (aic) froze. None of the soft keys worked. The aic was replaced. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
D.1 and d.2 brand name and common device name were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04596 was submitted. D.4 model number and serial number were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04596 was submitted. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number 1220648-2023-04596 in accordance with updated procedures. Added reporting contact fax number in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04596 was submitted. H.3 revised to device evaluation anticipated as it was reported incorrectly on initial manufacturer device report number 1220648-2023-04596. H.6 codes 2199 and 3221 were reported incorrectly on the initial manufacturer device report number 1220648-2023-04596 in accordance with updated procedures.